Event description:
It was reported that the device was used during a laparoscopic appendectomy. It was reported by the rep that the surgeon was attempting to fire the stapler and, as reported by the surgeon, the stapler "did not staple or cut". The hosp disposed of the product and another device was pulled to complete the case. There was no consequence to the pt.